Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up there was an advise of arrhytmia detection because there were noises on the ventricular channel and the operation was interrupted. The physician tried manually capacitor charge and the device performed extended charge time. An xray showed no evidence of any problem. The patient was in condition before, during and after the episode.